Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (b)(1) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient's mother reported that after the sensor was removed on (B)(6) 2017, she noticed the affected area was irritated, itchy and dry. Additionally, the patient's mother reported that the patient has sensitive skin and indicated that the reaction had been discussed with a doctor during a routine check-up. No additional event or patient information was provided.